Event description:
It was reported that during a remote data review, the physician noted that this subcutaneous implantable defibrillator (s-ICD) had declared a battery depletion (bd) code. There was also 33% remaining longevity and the physician suspected that the battery was exhibiting premature depletion. Boston scientific technical services (ts) was contacted for a projected replacement interval, but the device data was not provided. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. This event was previously reported under MDR report number # 2124215-2023-55415. Any further information, such as device analysis, will be reported in that record.

Event description:
It was reported that during a remote data review, the physician noted that this subcutaneous implantable defibrillator (s-ICD) had declared a battery depletion (bd) code. There was also 33% remaining longevity and the physician suspected that the battery was exhibiting premature depletion. Boston scientific technical services (ts) was contacted for a projected replacement interval, but the device data was not provided. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.